Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for routine interrogation, atrial noise that occurred at various times of the day was observed. The noise was reproducible with arm movement across the chest. No action was performed. The patient was stable.